Manufacturer narrative:
Upon disassembly, it was observed that the motor was corroded and the recipe shaft, button, slide lock, driveshaft assembly and bearings were worn. The presence of corrosion in the motor assembly is likely to cause or contribute to the handpiece displaying a bias current error on the console.

Event description:
The micro reciprocating saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console. There was no patient involvement, and there were no user injuries or adverse consequences.